Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report the broken lock lever prior to use, the clip movement after deployment and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was difficult throughout the procedure. The first ntr clip delivery system (cds 81004u164) was advanced to the mitral valve; however, both leaflets could not be grasped. The clip was not implanted and the cds was removed and replaced with an xtr cds (80919u125). The xtr clip was implanted, reducing the mr to 3. The first ntr cds was re-advanced, but the leaflets were unable to be grasped due to the anatomy. During removal of the ntr cds, the ntr clip interacted with the deployed xtr clip. The xtr clip detached from the anterior leaflet, remaining attached to the posterior leaflet (slda). The mr increased to 4. An additional xtr cds (80817u148) was unpackaged, but it was noted that the lock lever was broken. As this was the last xtr cds in the hospital, the decision was made to continue use with this device. The clip was able to be placed medial to stabilize the slda clip. Immediately after deployment, the xtr clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr remains at grade 4 and no additional clips were attempted. It was noted that both xtr clips changed position after deployment and that due to the reduced echo quality the leaflet insertion was not satisfactory in all views. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported partial clip movement and single leaflet device attachment (slda) could not be tested under testing environment as it was related to the patient anatomy. The investigation identified a broken lock lever. A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no lot specific product issue. It should be noted that, the mitraclip system instructions for use (IFU) states: always inspect mitraclip system and its packaging to verify no damage has occurred. Do not use device if damage is detected. Also, the IFU states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation. The reported partial clip movement and slda appears to be due to challenges with imaging and user error, as the account indicated that shaft of the lock lever was broken and still the clip delivery system (cds) was used in the patient. Additionally, leaflet insertion was not satisfactory in all views and still the clip was deployed. The reported unchanged mitral regurgitation (mr) was due to the slda. The reported patient effect of mr is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. The investigation determined the broken lock lever appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.